Manufacturer narrative:
H.6. Investigation summary: a device history review was conducted for lot number 8358948. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, characteristics of the damaged section of the returned device are consistent with damage that would be sustained through the application of a large pulling force. The pull-force testing of available retention samples found this lot to meet product requirements for tensile strength. Coupling our findings with the event description provided by the facility bd engineers determined that the most likely root cause is related to the removal by the patient during use.

Event description:
It was reported the catheter separated from mating component after replacement with a bd intima-ii¿ closed IV catheter system. The following information was provided by the initial reporter, translated from chinese to english: it's found that catheter broken/separated after replacement one day. Also, the broken catheter didn't be find in patient.

Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported the catheter separated from mating component after replacement with a bd intima-ii¿ closed IV catheter system. The following information was provided by the initial reporter, translated from (B)(6) to english: it's found that catheter broken/separated after replacement one day. Also, the broken catheter didn't be find in patient.